Manufacturer narrative:
(B)(4). Report source - foreign: japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately one month and two weeks ago, during the implantation of a distal femur system, the tip of the drill fractured and remained in the bone of the patient. The surgeon was unable to remove the fractured piece. No add issues of the patient were reported. Delay 0-15 minutes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10 product was returned for investigation. Event can be confirmed, as the edge of the drill bit is fracture on the edge. Device was further sent for further analysis to material and research: hardness is according to specification; the fracture surface shows a ductile force fracture. Review of the device history record identified no deviations or anomalies during manufacturing. Device used for treatment. Medical records were not provided. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.